Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the malfunction. The cse replaced the gui central processing unit (cpu) printed circuit board (pcb), backlight inverter printed circuit board (pcbs) and upgraded the device with the current software. The cse performed extended self-testing on the device and all tests passed. Covidien reference: (B)(4).

Event description:
A report received from the USA stated an 840 ventilator experienced a failed graphical user interface (gui) central processing unit (cpu) which rendered the ventilator inoperable. Though requested, pt involvement is unk.